Manufacturer narrative:
It was noted that the device was not available for return. If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis of the set screws noted a portion of a hex wrench remained in the hex hole of the left ventricular (lv) distal connection set screw. The lv set screw was not stuck in either direction, and all other set screws were found to move normally and fully in each direction. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis indicated the induced damage likely occurred during explant, and did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device upgrade procedure, the patient's left ventricular (lv) lead could not be removed from the header of this cardiac resynchronization therapy defibrillator (crt-d). The lead was therefore cut and surgically abandoned, and the device was explanted and replaced as planned. No adverse patient effects were reported.

Manufacturer narrative:
It was noted that the device was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, the patients left ventricular (lv) lead could not be removed from the header of this cardiac resynchronization therapy defibrillator (crt-d). The lead was therefore cut and surgically abandoned, and the device was explanted and replaced as planned. No adverse patient effects were reported.